Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at the implant on (B)(6) 2011. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. It is unknown if a new lead was placed or whether a generator /lead connection problem was corrected prior to the patient leaving the or. There was no further diagnostics available. The neurologist indicated that he had no record of this event.